Manufacturer narrative:
The insulin pump had flashing white lcd. Unable to determine root cause of flashing white lcd due to pump preservation. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test, verify unresponsive buttons, perform a history download or upload to carelink pro due to flashing white lcd. Unit had a scratched case and a pillowing keypad overlay.

Event description:
Customer's spouse called back on (B)(6) 2017, then reported the insulin pump had a white screen and alarm. Customer's spouse had gone to the doctor office in order to upload the insulin pump into carelink pro. Customer's spouse inserted the battery and the insulin pump had the white screen and does not see any messages on it. Customer's spouse was not sure if the insulin pump was flashing white screen at the time of customer's death. Customer's spouse was advised the insulin pump needed to be returned for analysis. The insulin pump was returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home while mowing the back yard. The cause of death was massive heart ache or natural causes due to hypertension and diabetes. The customer¿s blood glucose was 144 mg/dl at 7 am on the day the customer passed. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. Next of kin states that in the past, the customer would experience high blood glucose levels due to bent cannulas. The night before the customer passed their blood glucose was 307 mg/dl and at 3 am on the day they passed, the blood glucose was 347 mg/dl and then 307 mg/dl six and a half hours later. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see below for additional information. The insulin pump was received with a constant flashing white light on the display due to vertical cracked lcd controller.